Event description:
The event is reported as: after ligation of the renal vein, the vein was found to be oozing blood and it was discovered, the clip was broken. It was replaced by another clip to ligate the vessel. This was the second incident involving this lot#. Post-operatively, the pt was reported to be in stable condition.

Manufacturer narrative:
Actual device involved in incident has not been returned for investigation at time of this report. The investigation is incomplete. A follow-up investigation report will be sent when completed.